Event description:
Primary surgery performed on the (B)(6) 2024. 1st revision surgery performed on the (B)(6) 2024. The patient was revised due to infection. Washout and liner revised as per standard procedure. 2nd revision surgery performed on the (B)(6) 2024. Explantation of all components due to infection. Placement of a spacer and antibiotic therapy for 6 weeks. Reassessment of the situation in (B)(6) 2025.

Manufacturer narrative:
Batch review performed on 22 december 2024 lot 2412050: (B)(4) items manufactured and released on 03-july-2024. Expiration date: 2029-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implants revised batch review performed on 22 december 2024 on gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 2416675 lot 2416675: (B)(4) items manufactured and released on 23-sep-2024. Expiration date: 2029-09-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 22 december 2024 on gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot. 2414671 lot 2414671: (B)(4) items manufactured and released on 15-july-2024. Expiration date: 2029-06-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Batch review performed on 22 december 2024 on gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot. 2419050 lot 2419050: (B)(4) items manufactured and released on 03-sep-2024. Expiration date: 2029-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Manufacturer narrative:
Event description updated: primary surgery performed on the (B)(6) 2024. 1st revision surgery performed on the (B)(6) 2024. The patient was revised due to infection. Washout and liner revised as per standard procedure. 2nd revision surgery performed on the (B)(6) 2024. Explantation of all components due to infection. Placement of a spacer and antibiotic therapy for 6 weeks. On the (B)(6) 2025 antibiotic spacer was removed and gmk-revision system was implanted.

Event description:
Primary surgery performed on the (B)(6) 2024. 1st revision surgery performed on the (B)(6) 2024. The patient was revised due to infection. Washout and liner revised as per standard procedure. 2nd revision surgery performed on the (B)(6) 2024. Explantation of all components due to infection. Placement of a spacer and antibiotic therapy for 6 weeks. On the (B)(6) 2025 antibiotic spacer was removed and gmk-revision system was implanted.